Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to remove medication in fractional unit. A technical support specialist (tss) validated the fractional unit of measure settings for sample medications by accessing the server after receiving the case from the queue. Upon reviewing medication identifier, it was identified that the configuration was set to use strength instead of use volume. The customer was advised to update the setting to use volume to enable fractional dosing of 0.2 ml. The customer confirmed the change resolved the issue, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to remove medication in a fractional unit. An attempt was made to remove 0.2 ml, which is a fractional unit, but the system did not allow it. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.